Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The pump replacement was completed on (B)(6) 2017. It was reported the patient was stable after the replacement. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 20 00mcg/ml gablofen at 350mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump battery depleted prematurely. The patient had a refill at the doctor's office and while doing a side port aspiration a low battery alert popped up when they tried to program a bolus to reprime the catheter. No symptom were experienced. The patient was sent to the emergency room for surgical evaluation and medical management as necessary. Replacement was due to happen on (B)(6) 2017, but may have been bumped due to several incoming traumas. It was reported the issue was not resolved at the time of the report. The patients status was reported as, "alive-no injury." No further complications were anticipated/reported.